Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital with a red and swollen device pocket site due to a pocket infection. The physician suspected that the infection was related to abbott device and abbott procedure, as the infection persisted despite antibiotic treatment. The pacemaker, the right atrial (ra) lead and the right ventricular (rv) lead were explanted and replaced with a leadless pacemaker. The patient was in stable condition.